Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. Name: (B)(6). Country: united states of america. (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
On (B)(6) 2026, a patient reported a product quality issue with the infusion set, as after changing the sensor alert and the cannula started leaking. The patient had high bg and the treatment provided was via changing cannula and pump insulin.